Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd q-syte¿ device leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to the hospital on (B)(6) 2021 due to "abdominal pain for 6 hours". After admission, the relevant examination showed that the digestive tract was perforated. The digestive tract perforation was repaired under general anesthesia on (B)(6) 2021, and theq-syte was used to connect the infusion tube to give the patient parenteral nutrition; on the first day after (B)(6) 2021, when replacing the central venous patch and the q-syte for the patient, it was found that there was leakage at the q-syte, and it was replaced immediately, which did not cause any problems to the patient influences."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd q-syte¿ device leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to the hospital on (B)(6) 2021 due to "abdominal pain for 6 hours". After admission, the relevant examination showed that the digestive tract was perforated. The digestive tract perforation was repaired under general anesthesia on (B)(6) 2021, and theq-syte was used to connect the infusion tube to give the patient parenteral nutrition; on the first day after (B)(6) 2021, when replacing the central venous patch and the q-syte for the patient, it was found that there was leakage at the q-syte, and it was replaced immediately, which did not cause any problems to the patient influences."